Manufacturer narrative:
Evaluation summary: the involved device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found eschar on the tips of all of the devices and some charring. The customer reported a device fire. Visual inspection found the test electrodes to have been manufactured correctly. The tip of one of the electrodes was discolored to white where the coating had begun to erode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during a procedure the electrode tip caught fire. There was no patient injury. An ft3000 pencil was in use, generator settings were 35/35. Electrode is from a cardinal universal pack, lot 743278.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a fire occurred at the tip of the electrode. There was no patient injury. The electrode was in use with an ft3000 pencil, and was being used at settings of 35/35.

Manufacturer narrative:
Investigation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. Visual inspection found eschar on the tip of the device and some charring. The tip of the electrode had whitened where the coating had begun to erode. The insulator had softened and slightly deformed. No components were missing from the device. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found the electrode to have been manufactured correctly. The insulator had softened and slightly deformed. No components were missing from the device. The tip of the electrode was discolored to white where the coating had begun to erode. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electro de is activated. This effect is a normal part of electro surgery and is not considered a defect. The investigation identified the root cause of the damage to the electrode to be eschar build up on the electrode tip leading to excessive heating. The instructions for use states, the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the electrode tip caught fire. The insulation on electrode seemed to catch fire and it looked like a burning candle. There was no patient injury. A ft3000 pencil was in use, generator settings were 35/35. Electrode is from a cardinal universal pack, lot 743278. Lot number is unknown.